Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition of the device having no connection on the exposed wires was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the device failed the thermistor assessment, reading 26.5 ohms. It was further determined that the device gave an e6 error when plugged into the console device. During service/repair, it was observed that the device had a worn-out motor, was corroded and the flex circuit was cracked. It was further determined that the issues were consistent with normal wear over time and improper maintenance interval. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had no connection on the exposed wires. During in-house engineering evaluation, it was observed that the device gave an e6 error when plugged into console device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.